Event description:
Edwards received notification from china that this 3300tfx21mm valve was explanted from the aortic position after an implant duration of two (2) days due to incomplete coaptation of the leaflets, which led to a mild to moderate regurgitation. As reported, after two days, there was a significant decrease in blood pressure, and on the ultrasound examination the regurgitation was noted, and at the time of explant, it was noticed that the leaflets were not fully closed. No coapting issues were detected at the time of implantation of the first surgical valve. A 21mm bioprosthetic valve was implanted in replacement, and the patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Product was returned for evaluation and customer report of coaptation issues and regurgitation were unable to be confirmed through visual observations. As received, leaflet 3 was in the opened position and was able to be pushed back into the closed position when probed. X-ray demonstrated commissure 3 bent inward. Leaflet 3 also had a perforation and appeared to be pulled outward at the perforation. Multiple suture threads remained attached to the sewing ring. Minimal host tissue overgrowth was observed on the outflow stent circumference. Sewing ring cloth had multiple cuts around the valve. Based on the information available it is unlikely that the leaflet perforation is the result of a manufacturing nonconformance, and there is no confirmed manufacturing defect that may have resulted in this condition. The subject device passed in process inspections for steady forward flow, as well as visual inspections for leaflet holes and damage. It is possible that the leaflet was damaged by surgical instruments or sutures during device preparation or during device implantation, however, this potential root cause is unable to be confirmed based on the information provided. Based on the available information, a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. Since no edwards defect was identified, corrective or preventative actions are not required.